Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  Problem code 2906 captures the reportable event of clip difficult to release from the catheter. Investigation results: a visual examination of the returned complaint device found that the control wire was detached from the handle and the spring. There were kinks along the control wire and catheter, while the yoke was still attached to the control wire. Additionally, it was observed that the proximal end of the control wire was not flattened properly. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The clip was eventually released after multiple attempts to open the handle. Reportedly, upon removal of the device from the scope, it was noticed that the spring had popped out of the handle. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The clip was eventually released after multiple attempts to open the handle. Reportedly, upon removal of the device from the scope, it was noticed that the spring had popped out of the handle. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.